Manufacturer narrative:
Standard disclaimer on file.

Event description:
The reporter stated that based on repeated "lo" readings with the suspect device, his physician discontinued his medications for diabetes. After one month, the patient experienced symptoms of hyperglycemia, was taken by ambulance to the hospital and admitted. The patient was initially admitted to the ER, then intensive care, and then a regular hospital room. Patient's strips and gc are now expired.